Manufacturer narrative:
Visual evaluation of the returned device found the side car-rx presented pushback out of specification and residues were present in the device indicating use and handling. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. The review of the device history record (DHR) was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx was used in the common bile duct during a common bile duct lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during preparation, the side car-rx (guidewire port) was found pushed back. The procedure was completed with another trapezoid¿ rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx was used in the common bile duct during a common bile duct lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during preparation, the side car-rx (guidewire port) was found pushed back. The procedure was completed with another trapezoid¿ rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.